Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025 at around 11:00pm, the patient experienced shaking, trembling, feeling nervous and anxious, confusion, blurred vision, and had difficulty talking on the phone. When a fingerstick was taken the cgm reading was 168 mg/dl, and the blood glucose reading was 37 mg/dl. The patient self-treated with a whole cup of orange juice, a pop tart, and a grilled cheese sandwich. However, from 11:00pm until about 1:30am, the blood glucose reading did not go back up. The patient called the emergencies and she was told they were backed up. The patient called her husband and told him to come home. While her husband was on the way home, the patient was ready to self-treat with glucagon, but loss consciousness. When the husband arrived home, he found her on the floor. The cgm reading was still 168 mg/dl, and the blood glucose reading was still 37 mg/dl. The husband treated with glucagon, and gave her orange juice, soda, and a jelly toast, and brought the patient to the hospital. The patient could not remember any cgm readings, blood glucose readings, or treatment from the hospital, but stated that she was discharged in the morning around 11:00am. At the time of the report the patient said she was traumatized, but it was understood she was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.